Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 2 infusion set leakage event on 24-jun-2024. Leakage twice when trying to fill the cartridge. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2